Manufacturer narrative:
This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race was not provided for reporting. UDI #: (B)(4). Upc #: (B)(4), lot #: 1319a. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on may 22, 2019. (B)(4). This is one of four medwatches being submitted as four devices were involved in this event. See medwatch 2214133-2019-00119 (gauze 01), 2214133-2019-00120 (gauze 02), 2214133-2019-00121 (gauze 03), and 2214133-2019-00122 (gauze 04). The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with j&j band aid brand first aid flexible gauze rolled. Consumer used the 2 products every day on both her legs for lymphedema and ulcer in leg. Consumer discovered that she was having numerous allergies, which included itching and burning sensation. Consumer visited doctor who prescribed an antibiotic and cream for treatment. The symptoms have yet to resolve. This is one of four medwatches being submitted as four devices were involved in this event. See medwatch 2214133-2019-00119 (gauze 01), 2214133-2019-00120 (gauze 02), 2214133-2019-00121 (gauze 03), and 2214133-2019-00122 (gauze 04). The same patient is represented in each medwatch.